Event description:
An olympus employee reported bundle breakage of a loaner asset, uretero-reno fiberscope. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the forceps plug mouthpiece was scraped. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image guide bundle was severely broken. The bending angle was insufficient due to the elongation of the angle wire. Forceps could not be inserted smoothly due to buckling of the forceps channel. The channel cleaning brush could not be inserted smoothly due to buckling of the forceps channel. The curved tube was damaged. The insertion tube, eyepiece, operation unit, grip, angle lever, diopter ring and up/down angle fixing lever was scratched. The curved rubber adhesive part was missing. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the issue was not established. However, it is probable that the issue occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.